Event description:
It was reported that upon placement of the final screw, the screw bottomed out and would not fully seat into the plate. After a second attempt, it was decided to leave the screw hole empty. Patient outcome: no adverse effect reported as a result of this event.